Event description:
Pt alleges getting sick often and often gets long-term tendonitis-like pains, she has a nerve injury in her sacrum and right leg since 1994 and has occasional hardness in her left breast.